Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions; therefore, a lot history review was performed. The devices for both malfunctions were returned for evaluation. For 2 malfunctions, the investigation is identified a cuff detachment during evaluation. Based on the available information, the definitive root cause is unknown. The device are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600160 chronic catheter allegedly experienced cuff detachment. These reports were received from various sources. All two malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600160 chronic catheter allegedly experienced cuff detachment and material split. These reports were received from various sources. All two malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for 1 out of 2 malfunctions; therefore, a lot history review was performed. The devices for both malfunctions were returned for evaluation. For one malfunction, investigation is confirmed for cuff detachment. For another malfunction, the investigation is confirmed for the identified split and unconfirmed for the reported cuff detachment. Based on the available information, the definitive root cause is unknown. The device are labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.